Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of balloon malfunction. A hole was observed in the balloon. Based on the condition of the returned unit, it is likely the balloon malfunction was caused by contact with a sharp object or instrument. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medsun report # (B)(4).

Event description:
Medsun (B)(4). Procedure performed: robotic xi assisted laparoscopic prostatectomy. Event description: initial balloon was defective requiring or team member to obtain a new one and this one worked fine. No adverse problems for the patient resulted with the defective balloon. The sales representative was contacted regarding this event. Device malfunction - that is, the device did not do what it was supposed to do. No exact event date is given, but the event occurred in jun2025. Additional information received from hospital representative via email on 30jun2025: the balloon malfunctioned during insertion/ there was damage to the balloon. The hospital does not know if there was a leak or broken balloon. No sharmp instruments came into contact with the balloon. Additional information received from account manager via email on 30jun2025: the event date was 11jun2025. Intervention: or team member to obtain a new one and this one worked fine. Patient status: no adverse problems for the patient resulted with the defective balloon.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Medsun (B)(4). Procedure performed: robotic xi assisted laparoscopic prostatectomy. Event description: initial balloon was defective requiring or team member to obtain a new one and this one worked fine. No adverse problems for the patient resulted with the defective balloon. The sales representative was contacted regarding this event. Device malfunction - that is, the device did not do what it was supposed to do. No exact event date is given, but the event occurred in jun2025. Additional information received from hospital representative via email on 30jun2025: the balloon malfunctioned during insertion/ there was damage to the balloon. The hospital does not know if there was a leak or broken balloon. No sharmp instruments came into contact with the balloon. Additional information received from account manager via email on 30jun2025: the event date was 11jun2025. Intervention: or team member to obtain a new one and this one worked fine. Patient status: no adverse problems for the patient resulted with the defective balloon.

Event description:
Medsun (B)(4). Procedure performed: robotic xi assisted laparoscopic prostatectomy. Event description: initial balloon was defective requiring or team member to obtain a new one and this one worked fine. No adverse problems for the patient resulted with the defective balloon. The sales representative was contacted regarding this event. Device malfunction - that is, the device did not do what it was supposed to do. No exact event date is given, but the event occurred in jun2025. Additional information received from hospital representative via email on 30jun2025: the balloon malfunctioned during insertion/ there was damage to the balloon. The hospital does not know if there was a leak or broken balloon. No sharmp instruments came into contact with the balloon. Additional information received from account manager via email on 30jun2025: the event date was 11jun2025. Intervention: or team member to obtain a new one and this one worked fine. Patient status: no adverse problems for the patient resulted with the defective balloon

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of balloon malfunction. A hole was observed in the balloon. Based on the condition of the returned unit, it is likely the balloon malfunction was caused by contact with a sharp object or instrument. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medsun report # (B)(4). [Correction] related report number has been provided in section h10.